Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl. Customer was tried replacing battery in charger. Customer stated that she got no calibration occurred and red light on the charger. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.